Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
Us legal mdl. It was reported that, after right total hip surface replacement was performed on an unspecified date, the patient experienced pain, metallosis and a loose femoral head. This adverse event was treated with a revision surgery on (B)(6) 2020. During the revision, significant bone loss was found in the femoral head, as well as extensive metallosis in the synovium. The femoral head was explanted, and the hip was revised to a tha. Patient's current health status is unknown.

Event description:
It was reported that, after a bhr resurfacing construct had been implanted on the bilateral patient¿s right hip on (B)(6) 2006, the patient underwent a right hip revision surgery on (B)(6) 2020 due to pain, a failed total hip surface replacement with metallosis and a loose femoral head. During the revision, significant bone loss was found in the femoral head, as well as extensive metallosis in the synovium. The femoral head was explanted, and the hip was revised to a tha. The current state of health of the patient is unknown.

Manufacturer narrative:
Section b5 and d6a were updated. Internal complaint reference number: (B)(4).

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for the acetabular cup and femoral head for investigation, a complaint history review, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. No new clinical information was provided. Therefore, the previously approved assessment and conclusion remains valid. The available medical documents were reviewed. The clinical information provided, of the cobalt level in the 50s, bone loss, loose femoral head, and metallosis may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for the acetabular cup and femoral head for investigation, a complaint history review, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. The clinical information provided, of the cobalt level in the 50s, bone loss, loose femoral head, and metallosis may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.